Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed and was difficult to remove from the cavity. The surgeon manipulated the device and removed it without incident.